Manufacturer narrative:
A service evaluation was unable to be performed. Although additional information was requested, there was no information made available from the customer site despite multiple requests. Pain and discomfort are expected side effects from such treatment. There is not enough information to indicate that the device malfunctioned to contribute to the patient's symptoms. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects.

Event description:
Medwatch was received and it reported that a patient underwent a vaginal treatment using smartxide2 and experienced pain and discomfort. Patient also reports that the pain is still ongoing.